Event description:
Patient reports that about 2 weeks ago both her ms3 pump sn (B)(6) and (B)(6) have been alarming low cartridge 2.5 days into infusion when the cartridge should be changed every 3 days. Patient is able to successfully change her cartridge in time and has not experienced any interruptions in her therapy. Patient does not want replacement pumps yet. She will confirm with her caregiver that everything is being set up correctly and if her pump alarms again sooner than 3 days, rph has instructed patient to contact pharmacy to set up replacements. No other information is known. The error code occurs while in use but did not result in any injury to the patient. The device is not being returned unless it gives her an error again. Pharmacy is not replacing device at this time. Dose or amount: 15.2 ng/kg/min. Frequency: 0.032 ml/hr. Route: sq. Dates of use: from 01/05/2018 to ongoing. Diagnosis or reason for use: pah.